Event description:
The medical mask was labeled as a medical mask meeting astm level 2 and astm level 3 standard, but the quality of the products was not as described, they were products of the lower quality. FDA safety report ID #: (B)(4).